Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, there was a possibility of white residue remained inside of the cartridge. It was causing white residue to be injected into the eye during the implant. The surgery was completed without product replacement. The white residue was removed during surgery and there was no residue left in the patient's eye. Additional information was obtained from the surgeon, that there is no problem with the patient.

Manufacturer narrative:
Product evaluation: product one used company cartridges was returned with four unopened company cartridges. The returned used cartridge had dried viscoelastic. The used company cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the top and left side of the tip. All four returned, unopened company cartridges were opened for evaluation. No damage or foreign material was observed. The unopened company cartridges were functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens deliveries. Top coat day stain testing was conducted with acceptable results. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. The four returned unopened company cartridges were functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens deliveries. Top coat day stain testing was conducted with acceptable results. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).